Event description:
The company representative reported that the patient had their implantable neuro stimulator (ins) moved last year due to pelvic pain related to interstitial cystitis (ic). The ins was replaced last year when the pocket was moved. It was unknown when the patient started having the pain that caused the pocket to be moved. The indication for use (IFU) is unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v520504, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the health care professional reported that the patient was seen back on (B)(6) 2015 after relocation of the implantable neurostimulator and was doing well. Impedances were within normal range.